Manufacturer narrative:
Retainer ring = black. Insulin pump received with constant critical pump error (open book image) after battery insertion. The crest software and the thus software could not be used due to constant critical pump error alarms. While attempting to swap pcba1 with a test pcba1, the j1 connector on pcba2 broke from the solder joints due to severe corrosion on the solder joints (affects the lcd display from showing an image). Unit received with c38 crumbled due to severe corrosion and j6 pin 1 with a cracked solder joint due to severe corrosion both on pcba1 (these components affect the power supply - vlith). Critical pump error due to severe corrosion on the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover,faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Severe corrosion on force sensor assembly and motor assembly noted during visual inspection of the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked on backside. No harm requiring medical intervention was reported. The device will be returned for analysis.